Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a hole in the tubing at valve (vl41). The fse replaced the tubing that fixed the leak. Failure mode was a hole in the tubing at vl41. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer was leaking fluid at valve (vl41). The volume of the leak was 2 cups and it was contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, face shield and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.